Manufacturer narrative:
The maryland bipolar forceps was found to have damage of the conductor wire¿s insulation at the yaw pulley. There were no material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire does not appear to be damaged. The instrument failed an electrical continuity test. Components adjacent to the damaged wire insulation do not show damage. Root cause of damaged insulation conductor wire is attributed to mechanical impact, such as accidental drops of the instrument, or inadvertent collisions with other instruments, or hard surfaces, during handling or usage. Intuitive followed up and obtained additional information. The instrument was inspected prior to use. There was no damage out of the ordinary. The customer was expanding the surgical area. There was no instrument collision. No fragment fell inside the patient.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted general surgical procedure, the maryland bipolar forceps instrument had a broken black conductor wire. The procedure was completed as planned with no reported injury.